Event description:
Customer reported a blood leak on a CT 190g dialyzer at the onset of a pt's treatment on 8/31/01. The pt experienced approximately 200 cc blood loss. New blood lines and dialyzers were set up and the treatments continued without further incident. No pt injury or medical intervention was reported by the customer.